Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a control board flex cable not properly seated. The control board flex cable was replaced to remedy the problem. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device powered up in the incorrect mode. Complainant indicated that there was no patient involvement in the reported malfunction.